Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-04659. During a routine device replacement procedure, it was noted the right atrial (ra) lead was unable to be removed from the device header. The ra lead was cut and capped. The ra lead was not replaced. The patient was stable. Further information has been requested but has not yet been received.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset a wrench could then be fully inserted into it and engage the setscrew inset and untighten the setscrew. The stuck lead could then be removed from the connector. The blood came through a hole punched through the septum by the torque wrench at time of implant.